Manufacturer narrative:
H6 health effect impact code: f26. H6 component code: g03001. D8: was this device serviced by a third party? No. The field service representative (fsr) inspected the analyzer and performed troubleshooting procedures. The issue was resolved by adjusting the hgb voltage to 5.06, re-tubing the hgb pathway and changing the hgb syringe. It was found that the hgb voltage adjusted by the field service engineer is a reference voltage that is measured when there is no diluted sample in the hgb flow cell. This voltage is used along with the voltage measured when there is diluted sample in the flow cell to calculate the hgb value. Therefore, any variation of the reference voltage from the specification may cause incorrect and/or imprecise hgb results. A review of tracking and trending did not reveal any trends for the product. Additionally, labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the cell-dyn ruby list number (B)(4) was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed erratic hemoglobin results generated on the cell-dyn ruby analyzer. Sid (B)(6) generated hemoglobin results of 7.58 / 6.89 / 8.7 g/dl. No impact to patient management was reported. No additional patient information was provided.